Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded properly and verified with fluoroscopy. The delivery catheter system (dcs) was inserted via the femoral artery and advanced without issue. The valve was attempted to be deployed twice under fluoroscopy, using a temporary pacing device to achieve stability, however the valve was difficult to position, therefore the valve was recaptured. During the second recapture, the valve was contained within the capsule, however when the deployment handle reached the grey handle, the capsule was not flush with the nosecone. It was reported that the distal end of the capsule had an unusual shape. The system was withdrawn into the descending aorta. The tip retrieval mechanism was used but was not successful. The dcs was withdrawn carefully, and once proximal to the inline sheath, the dcs was withdrawn from the body. After inspection, the distance between the distal end of the capsule and the oscine was reported to be approximately 5 mm. The inline sheath was removed and the proximal end of the capsule broke. The valve remained crimped inside the capsule. A second valve and dcs were used for a successful implant. Calcified femoral and iliac arteries were reported. Mild aortic valve calcification and aortic valve angulation of 51 degrees were reported. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received with the capsule partially opened and the end cap/screw gear snap fit connected. The handle and tip-retrieval mechanism were intact. The deployment knob retracted and advanced the proximal end of the capsule. The inner member shaft and spindle hub could not be viewed as the full capsule could not be retracted using either the deployment knob or the trigger. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. A break was observed in the capsule of the dcs, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Calcified femoral and iliac arteries were reported. Mild aortic valve calcification and an aortic valve angulation of 51 degrees were reported. This indicates that the probable cause of the positioning difficulties was patient anatomy. The force in the dcs when closing the capsule is cumulative and many sources may contribute to the feeling of excess tension including load quality, bends and kinks on the shaft, and tortuous anatomy. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.